Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifted downstream occlusion (dso) seal as well as a contaminated dso sensor. The dso seal and sensor were replaced to fix the issue.

Event description:
The device was returned because it was reported that the pump experienced a cassette error, downstream occlusion seal lifted and pogo pin insulators were missing during pre-test. The investigation found that the downstream occlusion (dso) seal is lifting and contamination found on the sensor. There was no patient involvement.